Event description:
At approx 01:10 the pt was found unconscious on the floor on knees with head wedged between the bed side reails and mattress. The pt recovered with no apparent problems as indicated by c-spine x-rays and recovered vital signs. The equipment involved that contributed to this scenario was a hill-rom advanced series bed with a nylon-like mattress materials and the use of a kci firstep mattress overlay device made of similar nylon-like materials. When the overlay mattress the pt is elevated at or near the level of the bed's siderails. The pt being at that height in relation to the side rails and the slippery movement of the two mattress increases the potential for side rail entrapment.